Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy until the replacement pump arrived.